Event description:
It was reported via a maude adverse event report that the event involved a female pt, during placement of a PICC (peripherally inserted central catheter) line, by the usual method. Placement was confirmed by x-ray. When pulling the spring wire guide (swg) out , resistance was noted; the swg could not be removed. The PICC line was discontinued due to this problem. The covering of the swg was noted to be unraveling when the line was pulled. The pt was rescheduled for PICC line placement. This will extend her hospital stay.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.